Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer that this was a pharmacy configuration setting, and that pyxis support cannot override or open drawers for controlled medications. As a workaround, the customer was advised to request a stat medication from the pharmacy if urgently needed. After multiple call attempts due to disconnection, the customer later confirmed that the issue had been resolved, and no further assistance was required. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication; an error message indicated that the item lorazepam 2mg/ml int 30ml refrig required a controlled refrigerator key, which was not assigned to the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.